Event description:
It was reported intraoperative that the physician was not happy with the placement of the right ventricular (rv) left bundle branch lead. On device upgrade procedure, the physician removed and replaced the rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the issue was due to patient anatomy.